Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right atrial (ra) lead had "pulled loose" after a year and they were concerned the lead was not pacing correctly. Attempts to gain more information were unsuccessful. The ra lead remains in use. No patient complications have been reported as a result of this event.